Manufacturer narrative:
A partial lead with the pin measuring 17.0 cm was returned for analysis. Visual inspection showed the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Information states patient is part of a clinical study.

Event description:
It was reported that during procedure the lead stylet was unable to be withdrawn. The coil wrapped in the lumen was damaged. The lead stylet was cut and explanted and a new lead was implanted. Patient was stable post procedure.